Event description:
A patient implanted with an Evoke Spinal Cord Stimulation (SCS) System reported occipital headache, neck stiffness, and lower back stiffness. The patient also reported nausea while charging the Evoke Closed Loop Stimulator (CLS). No device anomalies were identified during the impedance check and X-ray imaging. The Evoke SCS system was subsequently explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.